Event description:
The abbott technical specialist (ts) was at the customer site to integrate the axsym rubella igg assay and reported unsuccessful calibration and calibrator a failures with rate too high. The ts attempted calibrations with axsym rubella standard and master calibrators and was still unsuccessful, however, reported there was no calibration issue with other axsym assays. The ts verified all axsym parts were new and there were no errors in the message history. Abbott sent new lots of reagent and calibrators. The ts achieved successful calibration with the new lot of calibrators and the original reagent, and returned and suspect material for investigation purposes. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.